Event description:
Same case as 2134265-2014-03657 and 2134265-2014-03656. It was reported that automatic pullback failure occurred. The access was obtained through the femoral artery. The target lesion was located in the non-tortuous left anterior descending coronary artery. Intravascular ultrasound was performed using an ilab ultrasound imaging system. However, the procedure could not be completed with pullback and the motor drive unit. The procedure was finished manually. No complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).